Event description:
On 01/16/07, nellor received a report where it was claimed that the flange of the device broke off during use of a patient. The caller stated that the patient is "mentally retarded" and pulled out the trach. This report is associated to the second occurrence on rp200701-1028 / 2936999-2007-00029.